Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only one metallic wire is identified/ bilateral fallopian tubes with essure implant extruding through tube on left / left occlusion only'), pelvic pain ('physical pain/chronic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gonorrhea, vaginitis, dysuria, hypoglycemia, urination pain, multigravida and parity 3. Concurrent conditions included morbid obesity, uterine leiomyoma, right lower quadrant pain, sexually transmitted disease, acute sinusitis, cystitis, menses irregular, cyst, vaginal pain, dysfunctional uterine bleeding, urinary tract infection, ovarian cyst, upper respiratory infection, herpes simplex, adenomyosis uteri, bladder infection, nausea, chronic cervicitis and paratubal cyst. Concomitant products included nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), vaginal infection ("infection type: vaginal"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and alopecia ("hair loss") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, on (B)(6) 2019 hyst. (Full) and endometrial ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, depression, vaginal infection, anxiety and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Date of admission: (B)(6) 2019. Date of discharge: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: unilateral occlusion. (Right tube occluded) ((B)(6) 2007 and (B)(6) 2007). Imaging procedure - on (B)(6) 2007: left occlusion only. Ultrasound pelvis - on (B)(6) 2014: impression: heterogenous uterus, which appears to be bicarbonate. Fluid collection seen within the right endometrium measuring 1.5 cm. Small simple cyst in the left ovary measuring 1.2 cm with a small amount of free fluid adjacent to the left ovary. Normal left horn of the uterus. Ultrasound scan vagina - on (B)(6) 2014: impression: uterine fibroid. Thickened endometrium measuring 1.53 cm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: alopecia, weight increased, menorrhagia, vaginal haemorrhage, pelvic pain, vaginal discharge, dysmenorrhea, abdominal pain, dyspareunia. Most recent follow-up information incorporated above includes: on 30-oct-2019: pfs and mr received. Lot number, new events: "abnormal bleeding(vaginal), vaginal infection, mental anguish, hair loss, only one metallic wire is identified/ bilateral fallopian tubes with essure implant extruding through tube on left / left occlusion only" new reporters, medical history, concomitant conditions, lab data added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only one metallic wire is identified/ bilateral fallopian tubes with essure implant extruding through tube on left / left occlusion only'), pelvic pain ('physical pain/chronic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gonorrhea, vaginitis, dysuria, hypoglycemia, urination pain, multigravida and parity 3. Concurrent conditions included obesity, uterine leiomyoma, right lower quadrant pain, sexually transmitted disease, acute sinusitis, cystitis, menses irregular, cyst, vaginal pain, dysfunctional uterine bleeding, urinary tract infection, ovarian cyst, upper respiratory infection, herpes simplex, adenomyosis uteri, bladder infection, nausea, chronic cervicitis and paratubal cyst. Concomitant products included nsaids since september 2006 and paracetamol (acetaminophen) since (B)(6)2006. On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), vaginal infection ("infection type: vaginal"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and alopecia ("hair loss") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, on (B)(6)2019 hyst. (Full) and endometrial ablation). Essure (ess205) was removed on (B)(6)2019. At the time of the report, the device dislocation, depression, vaginal infection, anxiety and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Date of admission: (B)(6)2019 date of discharge: (B)(6)2019 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6)2007: unilateral occlusion. (Right tube occluded) (B)(6)2007 and (B)(6) 2007).. Imaging procedure - on (B)(6)2007: left occlusion only. Ultrasound pelvis - on (B)(6)2014: impression: 1. Heterogenous uterus, which appears to be bicarbonate. 2. Fluid collection seen within the right endometrium measuring 1.5 cm 3. Small simple cyst in the left ovary measuring 1.2 cm with a small amount of free fluid adjacent to the left ovary. 4. Normal left horn of the uterus. Ultrasound scan vagina - on (B)(6)2014: impression: uterine fibroid. Thickened endometrium measuring 1.53 cm.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: alopecia, weight increased, menorrhagia, vaginal haemorrhage, pelvic pain, vaginal discharge, dysmenorrhea, abdominal pain, dyspareunia, lot number: 620728 manufacture date: 2006-06 expiration date: 2008-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only one metallic wire is identified/ bilateral fallopian tubes with essure implant extruding through tube on left'), pelvic pain ('physical pain/chronic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gonorrhea, vaginitis, dysuria, hypoglycemia, urination pain, multigravida, parity 3 and headache. Current weight 220 lbs. Concurrent conditions included obesity, uterine leiomyoma, right lower quadrant pain, sexually transmitted disease, acute sinusitis, cystitis, menses irregular, cyst, vaginal pain, dysfunctional uterine bleeding, urinary tract infection, ovarian cyst, upper respiratory infection, herpes simplex, adenomyosis uteri, bladder infection, nausea, chronic cervicitis and paratubal cyst. Concomitant products included ethinylestradiol;levonorgestrel (levlen) (B)(6) 2007 to (B)(6) 2007, nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), vaginal infection ("infection type: vaginal"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and alopecia ("hair loss") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, on (B)(6) 2019 hyst. (Full) and endometrial ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, depression, vaginal infection, anxiety and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Date of admission: (B)(6) 2019. Date of discharge: (B)(6) 2019 . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: unilateral occlusion. (Right tube occluded) (B)(6) 2007 and (B)(6) 2007. Imaging procedure - on (B)(6) 2007: left occlusion only. Ultrasound pelvis - on (B)(6) 2014: impression: 1. Heterogenous uterus, which appears to be bicarbonate. 2. Fluid collection seen within the right endometrium measuring 1.5 cm 3. Small simple cyst in the left ovary measuring 1.2 cm with a small amount of free fluid adjacent to the left ovary. 4. Normal left horn of the uterus. Ultrasound scan vagina - on (B)(6) 2014: impression: uterine fibroid. Thickened endometrium measuring 1.53 cm.. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: alopecia, weight increased, menorrhagia, vaginal haemorrhage, pelvic pain, vaginal discharge, dysmenorrhea, abdominal pain, dyspareunia, lot number: 620728 manufacture date: 2006-06 expiration date: 2008-05 quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 21-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('only one metallic wire is identified/ bilateral fallopian tubes with essure implant extruding through tube on left / left occlusion only'), pelvic pain ('physical pain/chronic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gonorrhea, vaginitis, dysuria, hypoglycemia, urination pain, multigravida, parity 3 and headache. Current weight 220 lbs. Concurrent conditions included obesity, uterine leiomyoma, right lower quadrant pain, sexually transmitted disease, acute sinusitis, cystitis, menses irregular, cyst, vaginal pain, dysfunctional uterine bleeding, urinary tract infection, ovarian cyst, upper respiratory infection, herpes simplex, adenomyosis uteri, bladder infection, nausea, chronic cervicitis and paratubal cyst. Concomitant products included ethinylestradiol;levonorgestrel (levlen) (B)(6) 2007, nsaids since (B)(6) 2006 and paracetamol (acetaminophen) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), vaginal discharge ("bladder/urinary problems: vag. Discharge"), vaginal infection ("infection type: vaginal"), anxiety ("psychological or psychiatric problems condition: mental anguish,") and alopecia ("hair loss") and was found to have weight increased ("other injuries/symptoms: weight gain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, on (B)(6) 2019 hyst. (Full) and endometrial ablation). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the device dislocation, depression, vaginal infection, anxiety and alopecia outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, alopecia, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Date of admission: (B)(6) 2019. Date of discharge: (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2007: unilateral occlusion. (Right tube occluded) ((B)(6) 2007). Imaging procedure - on (B)(6) 2007: left occlusion only. Ultrasound pelvis - on 12-feb-2014: impression: 1. Heterogenous uterus, which appears to be bicarbonate. 2. Fluid collection seen within the right endometrium measuring 1.5 cm 3. Small simple cyst in the left ovary measuring 1.2 cm with a small amount of free fluid adjacent to the left ovary. 4. Normal left horn of the uterus. Ultrasound scan vagina - on (B)(6) 2014: impression: uterine fibroid. Thickened endometrium measuring 1.53 cm. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: alopecia, weight increased, menorrhagia, vaginal haemorrhage, pelvic pain, vaginal discharge, dysmenorrhea, abdominal pain, dyspareunia, lot number: 620728 manufacture date: 2006-06 expiration date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: medical records received- new reporter, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/chronic pain') and genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "left occlusion only". On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury") and vaginal discharge ("bladder/urinary problems: vag. Discharge") and was found to have weight increased ("other injuries/symptoms: weight gain"). The patient was treated with surgery (on (B)(6) 2019 hyst. (Full)). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal discharge and weight increased had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma, vaginal discharge and weight increased to be related to essure (ess205). The reporter commented: plaintiff received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Imaging procedure on (B)(6) 2007: left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: plaintiff fact sheet received. Events: abdominal pain, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), bleeding: menorrhagia (heavy menstrual bleeding),gen. Abnormal. Bleed, psych injury, bladder/urinary problems: vag. Discharge, weight gain were added. Event outcome was added for the events: abdominal pain, dysmenorrhea , dyspareunia , menorrhagia , gen. Abnormal. Bleed, vag. Discharge, weight gain . Event outcome was updated for the event pelvic pain. Case became incident. Reporter's information was added. Lab data was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.